Manufacturer narrative:
The sample was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of the twist clamp on a minicap extended life pd transfer set. This was identified during treatment for peritoneal dialysis (pd) therapy; during an unspecified process step. There was no patient injury or medical intervention associated with this event. No additional information is available.